Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073867. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7075855. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073831.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in his head and felt unwanted stimulation in his neck where he does not have pain. X-ray imaging that was taken revealed the right-sided leads had migrated. Reprogramming was attempted however, it was not successful at regaining adequate coverage of his pain area. Therefore, the patient underwent a lead revision procedure during which all four leads were explanted and replaced. The patient has fully recovered postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.